Event description:
This is the first complaint of two from the same facility, involving the cusa excel 36 khz microtip plus and the cusaexcel console. The event was described as follows: the 36 khz cusa handpiece (c2602) was used with a c4615s microtip plus tip to fragment and aspirate a tumor located in the pt's sigmoid sinus using a transsphenoidal approach. The fragmentation proved to work intermittently when set between 40 and 50% amplitude and when turned up to between 70 and 90%, it failed to fragment at all. When the footswitch was fully depressed, the console indicated 10% amplitude and at the tissue surface, there was no fragmentation taking place, as the tip only appeared to be sucking at the tissue. The tumor subsequently was removed by suction and scissors and delayed the surgery. The surgeon spent 6 hours trying to access the tumor and eventually had to bail out. The service tech visited the hospital on (B)(4) 2012, but was not permitted to review the cusa console involved in complaints, as it was being used in surgery on that day. However, the service tech spent some time going through set up and usage practices - and was able to ascertain that staff were in the habit of cutting off suction tubing at the nosecone connection (just above the nosecone connection), some hospital staff not sure why this was happening, although some thought this would make it "fit better". The service tech spent some time ensuring relevant hospital staff involved in setup, including the nurse unit manager, were informed clearly that this was not a permitted action and that the end of the suction tubing was designed in a shaped manner so that it would fit properly as it was, and it was not to be cut off. The nurse unit manager also raised the possibility that perhaps the tips being used in both events had become blocked, also possible causing issues with suction loss. Whether or not the following is relevant is unknown, but relaying what surgeon stated for completeness: "the c4615s tip was used, as it was long enough to use for the type of surgery in both these events reported. However, the surgeon thought perhaps it was too long; other tips available were just a little bit too short, which is why the longer tip was used".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.